Event description:
This event was reported as valve explanted after 2 mos due to severe myocardial dysfunction and endocarditis secondary to staph. Epidermidis; source unk. No further info was provided.